Event description:
During attempted peripheral artery angioplasty of left femoral artery, was accessed utilizing the micropuncture technique. It was difficult to place the micropuncture sheath over the guidewire into vessel. The guidewire actually broke with part being retained in the iliac artery. The common femoral artery was re-accessed by gaining entry into the vessel. A 4-french angled glide catheter and a 2mm micro snare kit was used to retrieve the broken wire. There were no complications as a result of this event.